Event description:
A nurse reported that a system message displayed causing the system to lock prior to a procedure. This procedure and the procedures that were scheduled to follow were canceled after the patient had received peribulbar anesthesia. There was no patient harm reported.

Manufacturer narrative:
The company representative examined the system. The 57 psig pressure regulator and the transducer printed circuit board (pcb) were replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).